Manufacturer narrative:
This report is being submitted as follow-up no.1 to update section d9, section h3, and to provide the completed investigation results. In the initial report it was reported that the sample was available for evaluation however the sample is no longer available and has been disposed. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for the investigation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the angio-seal device involved did not deploy the anchor, the whole device came out. The consultant reported that the device felt "really flimsy" while pulling it back. Manual compression was used to achieve hemostasis. There was no harm to the patient.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: supt radiographer. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.